Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2018-mar-14. It was reported that the cause of the patient feeling over-medicated was unable to be determined. No actions or interventions were taken to resolve the patient feeling over-medicated; it was stated that no action was necessary, as the symptom was self-limiting after 6 hours. Regarding the current status of the device, it was reported that the patient was scheduled for a catheter replacement on (B)(6)2018. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider via a manufacturer¿s representative regarding an implantable intrathecal pump intended to deliver morphine [25 mg/ml] at 4.6 mg/day, indicated for non-malignant pain and failed back surgery syndrome. It was reported that a catheter dye study was performed on (B)(6) 2018 and the healthcare provider was unable to aspirate the catheter. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was indicated that the patient would be scheduled for a revision. The issue was not resolved at the time of the report. Surgical intervention was planned, but had not yet occurred or been scheduled at the time of the report. The patient¿s status was listed as ¿alive ¿ no injury.¿ the patient¿s medical history and weight were asked, but would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on (B)(4)2018. It was stated that the cause of the lack of cerebrospinal fluid during the revision was unknown. It was noted that the provided information was confirmed with the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative on 2018-jan-31. It was noted that the provided information was confirmed with the physician/account. When asked for clarification regarding the dye study performed on 2018 (B)(6), it was reported that the managing md's office was unable to aspirate the catheter, so the patient was sent to interventional radiology for the dye study. The date of this attempted aspiration was unknown; however, it was noted that it was being done in preparation for an upcoming pump replacement surgery due to upcoming eri (elective replacement indicator).the patient reported feeling over-medicated post-aspiration attempt from the managing md's office, and reported going to the emergency room (ER). At the time of the catheter dye study on 2018 (B)(6), the patient was reporting lack of pain relief. It was reported that the patient was not getting expected therapy and was being scheduled for pump replacement and catheter revision. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant product(s): product ID: 8731sc, serial# (B)(4). Implanted: (B)(6) 201, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) on 2018-mar-20. It was reported that the patient had a catheter revision and pump replacement on (B)(6) 2018. It was reported that the catheter was cut in spine, and there was no cerebrospinal fluid (csf), so a new 8598a catheter was implanted. Upon connection, the catheter could still not be aspirated, so the pump segment of 8731sc was removed and replaced with 8596sc. It was noted that the pump was also replaced due to eri (elective replacement indicator) of 4 months. The rep clarified that the eri appeared to be normal/expected. All explanted items were sent to pathology and a request was made to get them back in order send them in for analysis. It was noted that the patient's new concentration was 10 mg/ml morphine, 10mg/ml of marcaine - daily dose was setat 1 mg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. Regarding the report that the patient felt over-medicat ed post -aspiration attempt, it was reported that it was unknown if there was a there a device issue, patient/therapy issue, procedure issue, etc. The cause of the patient feeling over-medicated was not determined. It was indicated that the patient's managing hcp was the most appropriate person to contact for additional information regarding the patient feeling over-medicated. No further complications were reported/anticipated.